Event description:
This spontaneous case report was received on 25-oct-2013 from a consumer in (B)(6) via the FDA, the regulatory authority in the united states (FDA case number mw5031877, received at FDA on 11-sep-2013). The report refers to a female consumer of unspecified age who received essure (fallopian tube occlusion insert) and experienced pain in left side, headaches, weight gain, dizziness, anxiety, tiredness, and constant bloating. FDA reported the outcome of events (nos) was 'hospitalization'. Device operator was 'lay user/patient'. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2012, the consumer had essure (fallopian tube occlusion insert) implanted. In 2012 the consumer started getting pain in her left side and stated she did not think too much about it at that time. Then she started getting the pain monthly and they were getting stronger and lasted longer. She talked to her doctor about it and they had slowly ruled out other issues. She was in hospital for the pain. The doctors could not find a reasonable diagnosis of her issue and sent her home with a prescription for pain. In 2013, she was again in the hospital for the same issues and same results, they could not find anything. The next three months were complete 'profanity', she had to quit her job due to the fact that she could not work cause of the pain. She had been to her gyno (gynecologist) and he had stated that he believed that the coils were her causing all this pain, and they were going to remove them as well as the pain. Her other symptoms include headaches, weight gain, dizziness, anxiety, tiredness, and constant bloating, and consumer stated she was sure there were a few more but she had been dealing with this for so long it almost seemed normal. No further details were reported. Consumer did not assess drug-event relationship. Follow-up received on 01-nov-2013: the ptc global number was received. Follow-up received on 06-jan-2014: no follow-up information was obtained despite multiple attempts. Case considered to be closed. Ptc investigation result received on 29-jan-2014 (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect" but with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. Although the technical investigation concluded a causal relationship to a potential quality deficit, based on the outcome of the technical investigation, i.e. Assigned risk category, from a medical point of view a potential causal relationship with a quality issue is, based on the nature of the reported event, considered to be very unlikely. Follow up from 05-aug-2014: no new information provided. Follow-up from 15-aug-2014: no new clinical information provided. Follow up information received on 26-may-2016: the case (B)(4) was found to be a duplicate of this current case and will be marked for deletion in bayer database. Case (B)(4) was reported by (B)(4). All information was merged to this remaining case. This is a spontaneous case report received from a regulatory authority ((B)(4)) in (B)(6) on 18-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient had pain in left side, headaches, weight gain, dizziness, anxiety, fatigue and constant bloating. Two hospitalizations occurred over the first 2 years with the device due to pain. Gynecologist stated that he believed that the coils were causing the pain and that they would be removed. Outcome was unknown. Correction (26-may-2016) following company internal review: the case was not considered medically confirmed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in left side (seen as abdominal pain localized). She was hospitalized and could not work because of the pain. This event was considered serious and listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, she experienced this event after inserting essure and it started getting monthly and they were getting stronger and lasted longer. Based on this information and considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to hospitalization and disability. Additionally, non-serious events were reported. The technical investigation concluded unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in left side') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced abdominal distension ("constant bloating"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal distension, headache, dizziness, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, dizziness, fatigue, headache, pelvic pain and weight increased to be related to essure. The reporter commented: the patient had pain in left side, headaches, weight gain, dizziness, anxiety, fatigue and constant bloating. Two hospitalizations occurred over the first 2 years with the device due to pain. Gynecologist stated that he believed that the coils were causing the pain and that they would be removed. The coils were removed on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in left side') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced abdominal distension ("constant bloating"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)-2013. At the time of the report, the pelvic pain, abdominal distension, headache, dizziness, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, dizziness, fatigue, headache, pelvic pain and weight increased to be related to essure. The reporter commented: the patient had pain in left side, headaches, weight gain, dizziness, anxiety, fatigue and constant bloating. Two hospitalizations occurred over the first 2 years with the device due to pain. Gynecologist stated that he believed that the coils were causing the pain and that they would be removed. The coils were removed on (B)(6)2013. Most recent follow-up information incorporated above includes: on (B)(6)-2020: report was received from lawyer (reporter added, all events considered related by reporter). New: patient's address amended, date of birth / age added. Essure indication added. Essure was removed on (B)(6)2013. Outcome of events was unknown based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in left side / chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation - migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of organs') in a 29-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal distension ("constant bloating"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness / chronic fatigue"), anxiety ("anxiety / mental anguish"), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), mood altered ("mood changes") and stress ("psychological stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal distension, headache, dizziness, fatigue, weight increased, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, weight fluctuation, alopecia, tooth loss, depression, mood altered and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: the patient had pain in left side, headaches, weight gain, dizziness, anxiety, fatigue and constant bloating. Two hospitalizations occurred over the first 2 years with the device due to pain. Gynecologist stated that he believed that the coils were causing the pain and that they would be removed. The coils were removed on (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in left side / chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation - migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of organs') in a 29-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal distension ("constant bloating"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness / chronic fatigue"), anxiety ("anxiety / mental anguish"), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), depression ("depression"), mood altered ("mood changes") and stress ("psychological stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal distension, headache, dizziness, fatigue, weight increased, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, weight fluctuation, alopecia, tooth loss, depression, mood altered and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, dizziness, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, weight fluctuation and weight increased to be related to essure. The reporter commented: the patient had pain in left side, headaches, weight gain, dizziness, anxiety, fatigue and constant bloating. Two hospitalizations occurred over the first 2 years with the device due to pain. Gynecologist stated that he believed that the coils were causing the pain and that they would be removed. The coils were removed on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2021: the follow information were included lawyer's reporter added, pregnant updated to yes, retrospective, outcome not reported, lot number, events: fallopian tube perforation, uterine perforation, perforation of organ, abdominal pain, chronic back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, allergic reaction nos, weight fluctuation, hair loss, tooth loss, mood change, depression, anxiety outcome updated from unknown to not recovered/not resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5031877) on 25-oct-2013. The most recent information was received on 08-may-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain in left side / chronic pelvic pain") and heavy menstrual bleeding ("heavy menstrual bleeding") in a 29 year-old female patient who had essure inserted (lot no. 901326) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure and endometrial ablation performed concomitantly"). The patient had a medical history of low back pain, weight loss, ovarian cyst, renal colic, abdominal pain, burning micturition, flank pain, ectopic pregnancy, appendectomy, parity 2, multi gravida, alcohol use, smoker (5 -6 per day) and abdominal cramps. Previously administered products included: depo provera. As concurrent condition the report mentioned menorrhagia. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required). Essure was removed on (B)(6) 2013. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), abdominal distension ("constant bloating"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness / chronic fatigue"), anxiety ("anxiety / mental anguish"), back pain ("chronic back pain"), hypersensitivity ("allergic reaction"), weight fluctuation ("weight changes"), depression ("depression"), mood altered ("mood changes") and stress ("psychological stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and novasure endometrial ablation). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, abdominal pain, abdominal distension, headache, dizziness, fatigue, weight increased, back pain, hypersensitivity, weight fluctuation, depression, mood altered and stress were unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, dizziness, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, stress, weight fluctuation and weight increased to be related to essure administration. The reporter commented: the patient had pain in left side, headaches, weight gain, dizziness, anxiety, fatigue and constant bloating. Two hospitalizations occurred over the first 2 years with the device due to pain. Gynecologist stated that he believed that the coils were causing the pain and that they would be removed. The coils were removed on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: the procedure was performed by the attending physician. Despite a lot of pressure, contrast did not go into the uterus. Bilateral essure coils are noted. There is no filling of the fallopian tubes. Dr is made to understand this patient has had uterine ablation [pathology test] on (B)(6) 2013: specimen & site: uterus. Cervix & tubes clinical information: chronic pelvic pain, endometrial ablation. Gross description: the myometrium has a variegated tan to dark brown appearance with a maximum thickness of 2.4 cm. A cavity is noted in the posterior myometrium measuring up to 0.7 cm. Two pieces of metal wire are removed from the posterior aspect of the specimen. Diagnosis: uterus, cervix and fallopian tube with reactive epithelial changes, endocervix, focal adenomyosis, portion of foreign body (wire) accompanying specimen. Comment: only 1 clearly identifiable fallopian tube is seen [pregnancy test] on (B)(6) 2013: negative; on (B)(6) 2013: negative [ultrasound pelvis] on (B)(6) 2013: clinical history: pelvic pain the patient has had , history of uterine ablation procedure. Maximal endometrial thickness is approximately 5 mm. Bilateral essure coils are again identified. At least two nabothian cysts are seen at the level of the cervix. Impression: bilateral essure coils are noted. Maximal endometrial thickness of approximately 5.1 mm in this patient with a previous ablation procedure.; (date unknown): history: pelvic pain findings: essure contraceptive device noted in the uterine cornu bilaterally. Endometrial echo complex measures 5 mm in thickness (normal)no focal myometrial lesion. Small amount of anechoic physiologic pelvic free fluid is visualized in the pelvis. Impression: dominant left ovarian follicle. No other potential cause for pelvic pain is identified. [Ultrasound scan] on (B)(6) 2012: clinical history: hydronephrosis/ stone on right side. Impression: cholelithiasis [ultrasound scan vagina] on (B)(6) 2011: clinical history: vaginal bleeding. The endometrium was thought to be thickened diffusely most notably at the fundus where the endometrium measured 1.3 cm in thickness. Obvious polyp cannot be seen but this is not excluded. Echo-poor area arising from the left ovary is seen most likely representing a 1.9 cm physiologic cyst. The ovaries otherwise appeared unremarkable. Impression: it is understood that the patient has had heavy bleeding for approximately thirty days as well as an elevated white blood cell count. Given the lack of ability to ascertain as to. The stage of the menstrual cycle, there is thought to potentially be a thickened endometrium at 1.3 cm. Gynecological consultation may wish to be considered quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. New event medical device monitoring error was added. Medical history , concomitant conditions were added. Lab data including (surgical pathology report ) added. Patient information updated. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.